Event description:
It was reported that the insulin pump experienced an off no power anomaly. The customer stated that the insulin pump shut off and a new battery was inserted, but hours later, the device shut off again. Another battery replacement was performed, but returned to shut off hours later after the screen was completely blank. The blood glucose reading was 150 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was charged and monitored for several days. No off no power alert was noted, and the pump passed displacement, off no power, idle current and self tests. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and a cracked belt clip slot.